Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that this patient with a 21mm valve, with implant duration of approximately three (3) years and seven (7) months, underwent a valve-in-valve procedure due to moderate to severe aortic stenosis and aortic regurgitation. The tavr was performed with a 23mm valve. The case was successful with a good outcome. Patient was discharged on pod #1.

Manufacturer narrative:
(B)(4). Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 21mm 3300tfx valve, with implant duration of approximately three (3) years and seven (7) months, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 9600tfx 23mm. Successful case with a good outcome. Patient is recovering.